Manufacturer narrative:
Only the pump was returned for analysis. As received, the reservoir was empty and the pump was in safe state and the motor was stalled. The pump logs revealed the pump encountered a reset-low battery and motor stall. The pump continued to stall and reset during the decontamination and motor function testing. Destructive analysis was performed and resistance readings (feedthroughs) failed. The static current drain passed, however, the dynamic current drain was not able to be obtained because the pump reset. Battery resistance testing passed. Visual analysis of the feedthroughs showed that the m2 feedthrough had material migrating across the insulator causing the failed resistance readings (a short causing the reset/motor stall). The feedthroughs were removed and the current drain was re-tested. The static current drain read 3.7 ua and the dynamic current drain read 715 ua which were passing results; the hybrid function passed. Further analysis of the motor revealed that the upper shaft of gear 2 had wear and thick residue which was known to contribute to motor stalls.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in the (B)(6) who was receiving morphine 15 mg/ml at a dose of 9.316 mg/day and bupivacaine 18.75 mg/ml at a dose of 11.614 mg/day via an implantable pump. It was reported that on approximately (B)(6) 2016 during servicing the pump was interrogated and noted the pump stalled. The elective replacement indicator (eri) noted 6 months remaining. No patient symptoms were reported. The pump was explanted on (B)(6) 2016 and being returned for analysis. At the time of the report the patient's status was reported as alive-no injury and the issue was resolved.

Manufacturer narrative:
Conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 the representative reported that the implant date of the pump was not known nor the cause of the motor stall. More than one stall was reportedly noted in the event logs and the motor stall had not recovered. The patient was doing well with the replacement pump and the pump was expected to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.